Manufacturer narrative:
(B)(4).

Event description:
The site reported that external paddles failed to deliver a shock and the issue was confirmed by the customer by using a second set of paddles. There was no report of pt involvement.